Manufacturer narrative:
Result: head left caster broken.

Event description:
It was reported by service report that the steer locked up when in drive at times. There was pt involvement, however no adverse consequences were reported.